Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1, date of submission 03/26/2015. The pump has been returned and evaluated by product analysis on 03/12/2015 as follows: a crack was found along the side of the battery compartment from the threads to the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no adverse event associated with this complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.